Event description:
The customer reported obtaining low sodium patient results on their au5800 clinical chemistry analyzer. The customer reported the results out of the laboratory; however, it was later corrected when the sample was repeated with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patients demographics. The customer provided the results for this patient.

Manufacturer narrative:
The customer performed their own troubleshooting with the support of the beckman technical specialist. The customer replaced the sample syringe and sample probe to resolve the issue. The customer verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is case (B)(4).